Event description:
A nurse reported they got "not ok" on the one touch basic meter, while testing a pt. Their meter allegedly would only prompt the "not ok message". The result on their meter was "not ok". The result on the second one touch basic was "84 mg/dl". The time difference between the hospital's one touch basic meter and the second one touch basic meter was unknown. No treatment was administered. Nurse stated that a dr had advised them that a "not ok:" message meant readings were above "400 mg/dl". Nurse tested the pt with a different one touch basic meter and had decided to treat with insulin because the result was "84 mg/dl". No further info has been reported.